Event description:
Preop echo confirmed the leaflets were stuck. At explant, pannus was found on the orifice on the left ventricular side and one leaflet was stuck in the closed position. One leaflet was fractured and one became dislodged during explant.